Event description:
It was reported that a spectrum pump over infused during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, over infusing was reproduced. Flow accuracy test was performed and did not pass. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be all the nylon screws were broken from motor assembly. The fingers and valves can result in an increased travel distance for the valves/fingers which may result in an over-infusion. The motor assembly, fingers and valves requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.